Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient went to the hospital for hyperglycemia due to the infusion device being unavailable for use. The patient was not wearing the infusion device due to an e-6 mechanical error message. The patient was giving herself injections, but she did not have long acting insulin. Her blood glucose result was "hi" mg/dl on her meter around 12:00 p.m. The patient drank ice water and she had symptoms of hunger. The patient's husband took her to the hospital around 6:15 p.m. And her blood glucose result was 222 mg/dl on the hospital's meter. The patient was treated with saline via IV and she was given a humalog u100 injection. The hospital gave the patient a supply of lantus insulin to inject before bed. The patient left the hospital around 11:00 p.m. And her blood glucose levels were still around 200 mg/dl. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Device is correctly generating the e6 error because the customer has contaminated the cartridge compartment with insulin resulting in a corroded piston rod.